Event description:
It was reported that the patient presented to the hospital for an implant procedure on (B)(6) 2025. Upon lead screwing, the right atrial (ra) lead failed to fit properly in the pacemaker header. While performing another screw in attempt, the set screw of the atrial port fell off from the pacemaker header and the physician was unable to screw in the ra lead. The pacemaker was not used and replaced while the ra lead remained implanted. The patient was in stable condition.

Manufacturer narrative:
Correction: section d6a - date of implant was added.